Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Manufacturer narrative: lens tear: there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Concomitant medical products: injector model, cartridge and foam tip plunger information should be removed as it was reported in error and is unknown. Claim#: (B)(4).

Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo 12.6; -10.50 diopter implantable collamer lens within the same surgery due to the lens tore during delivery into the patients right eye (od) on (B)(6) 2024. There was patient contact with no patient injury. Another same model/length lens was intraoperatively inserted during the same surgery. This resolved the problem. The cause was reported as unknown.